Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon leaves pieces of cotton leftover - vagina [foreign body in reproductive tract] pelvic pain [pelvic pain] tampons unravel [device breakage] tampons unravel after using them [complication of device removal] case narrative: consumer reported via email that the tampons unravel after use and leave cotton behind. No serious injury was reported.